Event description:
It was reported that during a cryo ablation procedure, the left veins were ablated without any issues. It was further reported that there were multiple problems with occluding the right inferior vein.  An unknown system notice was received indicating "the console detected blood inside the catheter and did not allow the procedure to continue". The connections were changed and the auto connection box replaced which did not resolve the issues. The balloon catheter was replaced and multiple electrical errors were received. The case was aborted and the patient was not under general anesthesia. A service visit occurred on a later date and it was reported that multiple system notices were received indicating the following: there was catheter temperature loss, inflation temperature, the catheter chip was unresponsive, there was blood detected at the patient board (catheter shaft impedance wire blood detection), the catheter electrically was disconnected, there was a vacuum p06 overpressure, catheter overpressure 4, and catheter overpressure 5. During the servicing, 'it was determined that the errors generated after detecting blood in the catheter is due to a high flow rate that triggered a high-pressure alarm, possibly due to a leak in the umbilical coaxial." It was also noted that treatment graphs that were in the presence of electrical noise and the auto connection box was requested to be changed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 19987 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was used for 9 applications. However, the catheter usage date recorded on the smart chip 2024-10-08 did not correspond to the event date. During functional testing, the console terminated the application and triggered system notice n-006 "the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection)." During deflection testing, lever pulled to the backward position, the shaft was unable to deflect as expected. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.5 inches proximal to the catheter tip. During inspection of the handle segment, a kink was observed on the pull wire. The pull wire kink was identified proximal to the pull wire guide (between pull wire g uide and pulley). The shaft deflection mechanism was inoperable. In conclusion, the balloon catheter failed the returned product inspection due to the breach observed on the guide wire lumen, a broken pull wire observed at the handle area, and a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.